Event description:
It was reported that (1) device was used during a vesicle procedure. It was reported by the affiliate that the al326 instrument jaw broke. Another instrument was used to complete the case. There was no consequence to the pt.